Event description:
It was reported to medtronic neurosurgery that the pt was connected to the dual external drainage system via a ventricular catheter. It was later found that the pt had 40-50cc of air in their ventricles. The physician indicated that sampling was done from the drainage chamber stopcock by nursing and that air may have been injected into the drainage system chamber.

Manufacturer narrative:
The device was unavailable for return. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as a lot number was not provided.